Manufacturer narrative:
Fault number = hardware error alarm (63) line number = 367 file number = 37 variable information= 03 00 00 00 00 00 00 00 00 3c insulin pump passed displacement test and self test. Pump error hardware low level failure alarm (variable information=3) confirmed in the insulin pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported that the insulin pump had received hardware low level failures alarm and insulin flow block alarm. Customer's blood glucose value was 192 mg/dl. The customer states that they were able to clear alarm and rewind the insulin pump. The customer performed self-test and it passed. The customer reported that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.